Manufacturer narrative:
(Expiration date): unk, no serial number reported. (Device manufacturing date): unk, no serial number reported. (B)(4).

Event description:
It was reported that a toric icl implantable collamer lens was implanted and rotation was observed. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.